Event description:
Customer reported receiving a motor error alarm on the insulin pump when attempting to prime his tubing. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer also mentioned experiencing high blood glucose readings of 512 mg/dl and stated that they have treated with the insulin pump. The drive support cap and all settings appeared to be normal. Multiple no delivery alarms were noted in the alarm history. Customer also mentioned having a loose drive support cap. Customer's blood glucose reading at the time of the call was 263 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.